Event description:
A hospital in (B)(6) reported that the gas reservoir of a neopuff infant resuscitator was cracked and that the hose connector was broken. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our regional office in (B)(4). The neopuff was inspected by a trained fisher & paykel healthcare service engineer. Our investigation is based on the photographs and service report provided by the australian office. Results: visual inspection of the photographs revealed that the reservoir was cracked in the vicinity of both blue plugs and that the hose connector was broken. A lot check revealed one other complaint for a faulty manometer for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It must be noted that this neopuff was manufactured in 1995 and had thus been in service for around 17-18 years. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The (B)(4) service centre scrapped the neopuff as it is obsolete and provided the customer with the current model of an rd900 neopuff resuscitator.